Manufacturer narrative:
(B)(4). One used transfer set was received with no cap on spike (loose in pouch) and no cap on patient connector in reference to connection issue. A lab titanium adapter was functionally hand tightened without difficulty and pressure tested underwater with no leak noted. During visual inspection, it was noted that the silicone bushing and tubing was not assembled to the patient connector according to the specification. This report of a connection issue was confirmed. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. A follow up report will be submitted when the evaluation results become available.

Event description:
A customer reported to baxter (B)(4) that the patient connector separated from the transfer set tubing. The customer stated the transfer set was caught by something while connected with the solution bag. There was no patient injury or medical intervention.